Event description:
It was reported that the patient presented in-clinic for an initial implant procedure. During the procedure it was observed that the right-ventricular (rv) lead exhibited unacceptable capture threshold and pacing impedance values. As a resolution the lead was not implanted and a near at hand replacement was implanted instead on (B)(6) 2024. No patient consequences were reported, and the patient was stable.

Manufacturer narrative:
The reported events of inadequate capture and impedance problem were not confirmed. A complete lead with stylet inserted and stylet guide attached was returned in one piece. Electrical testing, visual inspection and x-ray examination found no anomalies.